Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Fdc has been updated.

Event description:
Additional information received from the representative reported the consumer had no symptoms related to this event. Information clarified that a new device was implanted at the same time, so no separate surgery/replacement planned.

Manufacturer narrative:
Information references the main component of the system. Analysis identified that the set screw was backed out too far. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported the screw of the implantable neurostimulator (ins) was not functional, it was impossible to lock the lead inside during implant procedure. Impedance test was wrong on all combinations and life system very short. Nothing was noted to have led to the event and the ins was changed. The issue was noted as resolved and a replacement planned. The ins indication for use was not clear at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.